Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, on a laparoscopy, the stopcock broke and the product fell apart before use. They replaced the device to complete the case. There was no patient injury.